Event description:
The customer called to report a blood leak that occurred I the centrifuge chamber during a treatment procedure. The operator stated that the leak probably came from the drive tube. Issue started on: (B)(6) 2013. Treatment restarted: no. Associated procedural kit, kit type: clxecp, kit lot number: b313-95. Will product be returned for an investigation? Yes. Customer reported a blood leak occurred in the centrifuge early in the treatment, while in purging air phase, and estimated about 200 ml blood had leaked in the centrifuge. The bowl and drive tube appeared to be intact, and the source of the leak could not be determined. Customer stated the kit was still loaded correctly, and the drive tube bearings were still loaded in the drive tube bearing retainers correctly. Cts asked specifically. If the bearings were inside the retainers, not above or below, and customer stated they were inside the retainers. Customer stated the centrifuge leak sensor strip did not appear to be damaged. Customer stated scratches present on the centrifuge side wall were there before this leak occurred. Customer sent photos. Plan of action: customer will do a preliminary clean-up. Field service will be dispatched to do follow up cleanup and determine extent of repairs needed if any.

Manufacturer narrative:
Batch record review of lot file b313 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot number conducted and one complaint for centrifuge blood leak was reported to date for this lot. The cellex centrifuge bowl, drive tube and smart card were returned on (B)(4) 2013. The investigation is in progress. (B)(4).